Event description:
It was reported that a 43-year-old hispanic female patient underwent a breast augmentation revision procedure with mentor smooth round moderate plus profile 375cc saline breast prostheses when the right breast prosthesis deflated post implantation. Deflation of the patient¿s right breast prosthesis was diagnosed via a physical exam. Additionally, the patient developed glandular ptosis in her left breast post implantation. As a result, the patient underwent bilateral explantation and replacement with unspecified gel breast prostheses on (B)(6) 2022. This medwatch report is for the patient¿s left breast prosthesis. Refer to manufacturer report number 1645337-2022-08108 for the report for the patient¿s right breast prosthesis.

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: right breast prosthesis deflation, left breast ptosis. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On 09-may-2023, mentor received additional information about the event: - the patient developed capsular contracture (baker grade unknown) in her right breast post implantation. - the patient¿s explanted breast prostheses were replaced with mentor memorygel boost breast implant 530cc gel breast prostheses. Manufacturer¿s reference number: (B)(4).